Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Most likely, the failure is due to the blower electronics. As a resolution, vyaire initiated blower and mainboard under warranty replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical technical support initiated new blower and mainboard for replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 having tf alarm 401 - inspiration valve or device leaky during calibration. Log shows alarm 401 and 316. Furthermore, there was no patient associated with the event.